Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined as additional information was not provided.

Event description:
There was an allegation of incorrect results being generated due to an issue with the cobas infinity. An instrument type rule that should have been executed only for results with an alarm 26 was executed without this alarm and caused the customer's laboratory information system (lis) to receive results for tests that were not dosed on the instrument. For one patient, a tsh test was not performed on the instrument, but a result of 100 was sent to the customer's lis. No unit of measure was provided.